Event description:
Caller reported that a malfunction occurred with the pump, displaying a malf 16 code. There was no adverse impact to the customer's blood glucose level. The pump was not resettable. As part of the resolution, tandem technical support arranged to replace the pump. The customer did not have a backup therapy in place and was advised to contact their healthcare provider for guidance.